Event description:
It was reported that the reservoir of a large volume infusor ruptured during infusion. The reporter stated that there had still been some solution left in the device. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacture date: october 14, 2013 - october 15, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not returned for evaluation; however, a photograph of the device was received. During photographic inspection the bladder was noted to be ruptured. The cause of the condition was not determined. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A photograph of the device has been received for evaluation. Upon completion of the evaluation of the photograph, or if any additional relevant information is received, a supplemental report will be submitted.